Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 151 mg/dl. It was reported that, pump had compromised force sensor system and insulin squirt out during manual prime. Customer reported that pump was not bumped or dropped and drive support cap appears to be normal. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with loose/protruded drive support disk. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test. Unable to perform occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm.